Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be from lower ring and propagated to upper inner ring in four different places. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the iris valve seal was broken after it was removed from the sterile package. Changed to another one to complete the procedure. No adverse event on the patient.